Event description:
It was reported that within a couple months of implant, the system was explanted and not replaced due to the patient experiencing a hematoma. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195, implantable pacing lead, (B)(6) 2009; 6935m, implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.